Manufacturer narrative:
Based on the claim against the product by the customer noting the degradation and a loosening of the insulating plastic on the jaws of the harmonic ace instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. The harmonic ace instrument was found to have teflon pad damage on the clamp arm. Material appears to be missing, measuring approximately 0.024" x 0.423" in size. The complaint regarding degradation and a loosening of the insulating plastic was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to mishandling/misuse. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted left hepatectomy surgical procedure, the customer team found a degradation and a loosening of the insulating plastic on the harmonic ace instrument jaws. This issue occurred twice with two separate clamps. A back-up instrument was used. The procedure was completed with no patient injury reported. Multiple attempts have been made to obtain additional information from the customer concerning the reported event with no success.